Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a driveline power fault alarm was confirmed during review of the submitted and downloaded log files from the heartmate 3 system controller (serial number: (B)(6)). The controller event log files collectively contained information spanning approximately ~10 days of patient use ((B)(6) 2024 per timestamp). At 9:18:34 on 25oct2024, a controller internal fault alarm activated, due to an internal subfault which indicated that fuse a within the controller had been damaged. This fuse damage resulted in the power a signal being broken, and therefore a driveline power fault alarm activated a few seconds later at 9:18:36. The damaged fuse also resulted in a brief pump reset. The pump resumed operation above the low speed limit by 9:18:38 on 25oct2024. Throughout the remainder of the data, the pump maintained a speed within the expected range while the driveline was connected. The driveline power fault alarm remained active until the driveline was disconnected at 13:32:02 on 28oct2024, which was consistent with the exchange of the equipment. During functional testing of the returned modular cable (lot number: 8005559), the driveline power fault alarm was not able to be reproduced; however, damages which could have contributed to the reported event were identified. The modular cable was able to support operation of a mock circulatory loop without issue, even when the cable was manipulated heavily by hand. All of the wires within the modular cable were found to be within resistance specifications. The layers of the modular cable were then removed one at a time for further inspection. Upon removing the cable jacket, evidence of fluid ingress was revealed throughout the modular cable. Additional investigation revealed that there were multiple areas of damage to the insulation layers of the internal wires. Of note, one of the damaged inner wires pertained to the power a signal. The modular cable was then submerged in saline, and insulation resistance testing was performed; it was confirmed that the exposed conductors could electrically short to one another with the presence of fluid. Taking into consideration that fluid ingress was found within the modular cable and provided information indicated that the driveline area had gotten wet in the shower, the damaged wires within the cable may have contributed to the reported event. If the power a signal had electrically shorted to another signal, there is potential for a driveline power fault alarm as well as damage to fuse a of the system controller. The root cause of the driveline power fault alarm was not able to be conclusively correlated to the observed wire damages, as the alarm was not able to be reproduced. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate iii instructions for use, rev. C section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook, rev. D section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline power fault alarms. The heartmate iii instructions for use, rev. C - section 8 entitled ¿equipment storage and care¿ and the heartmate iii patient handbook, rev. D - section 6 entitled ¿caring for the equipment¿ address how to store, maintain, and care for all equipment, including the modular cable. Damage to the modular cable may result in an interruption of pump operation. Heartmate 3 IFU, rev. C and heartmate 3 patient handbook, rev. D contains information on caring for the driveline and proper showering methods in section 4 ¿living with the heartmate 3". In several sections, this document warns the user to never put the driveline, system controller, or any external equipment into water or liquid; immersion in water or liquid may cause the pump to stop. Section 4 "living with the heartmate 3" of the patient handbook (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
The customer later reported there was no concern of fluid ingress at the point of the tear above the modular cable connection. There had been no further occurrences of driveline faults. Additionally, the mpu ac power cord did not come loose at the wall outlet or the back of the unit, and there were no environmental circumstances that would have affected ac power at the time of the event. The mpu remained in use.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient presented to the emergency room with driveline power fault alarms and a frayed driveline. The tear was above the modular cable connection and the patient had gotten the area wet in the shower. Rescue tape was applied by medical team to the driveline. Log files were submitted for review. The event log displayed a string of power_cable_disconnect / low_power_hazard / no_external_power alarms on 21oct2024 at approximately 7:59 pm and 25oct2024 at approximately 9:20 am while tethered to the mobile power unit (mpu). These alarms appeared to be caused by power to the mpu being briefly interrupted. There was no interruption in pump support during the events. The event log also displayed multiple strings of driveline_power_fault / pwr_a_broken alarms beginning on 24oct2024 as well as a couple transient controller_internal_fault alarms on 25oct2024 at approximately 9:18am. The event log also recorded a transient string of low_speed_hazard / pump_stop events on 25oct2024 at approximately 9:18am for about 4 seconds which appeared to be caused by electrostatic discharge. The pump restarted promptly as designed and functioned as intended during the events. The controller and modular cable were exchanged and log files from the new controller were sent for review. The additional log files captured routine events, and no notable alarm conditions or parameter changes. The driveline power fault alarms had not returned post modular cable and controller exchange.